Event description:
The facility reported a fall code 500. Info was not provided regarding whether or not the failure occurred during apt infusion. Detils were not available regarding addl contact info. Pt demographics, medication involved, or pump programming. Thehospital representative stated that there have been no reports of any pt incident involving the pump since the last baxter service event.